Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed back-up operation. Three attempts to perform a software download were not successful. The patient was pacemaker dependent, therefore the device was replaced.